Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon unable to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a dilatation procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, the balloon would not deflate. It was reported that numerous attempts to deflate the balloon was performed but unsuccessful. They pulled the scope out from the patient while the balloon was inflated and cut the catheter. The procedure was completed using the original device. There were no patient complications reported as a result of this event.